Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient missed a low alert on the dexcom g5 mobile application. The patient stated they tested their glucose at a morning appointment 45 minutes prior to the incident. They indicated that their glucose was 138 mg/dl or 128 mg/dl. The patient did not indicate if this reading was from the dexcom or a blood glucose meter. The patient was driving and stated they passed out. They did not experience any symptoms prior to passing out and did not hear any alerts from the dexcom. The patient¿s vehicle lost control and grinded against the wall of highway and resulted in a car accident with the vehicle on fire. The patient stated the paramedics witnessed the accident and removed from burning vehicle and transported the patient to the trauma center. Upon arrival, the patient¿s glucose levels were below 30 mg/dl. The patient was treated for hypoglycemia and was given fluids and sugar water. The patient was also treated for injuries from the car accident. The patient could not recall when he was released from the hospital but stated it was before (B)(6) 2019. At the time of contact, the patient was still healing from the car accident. Data was provided for investigation. The reported no low alert on the dexcom g5 mobile application was not confirmed. The probable cause could not be determined. No additional patient or event information is available.